Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe with "melted" tip and smudged print of numbers.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-may-2023. H6: investigation summary one sample and photo received by our quality team for investigation. Upon visual evaluation, the syringe has been damaged at the scale, with barrel damage and blurred scale. A device history review was performed for the reported lot 1273183 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the teams investigation, possible root cause is due to product jammed against assembly equipment during manufacturing. The deformation in the barrel caused the blurred scale. Replacement of the damaged guides and the adjustment of the conveyor belt to reduce blockages were implemented. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ 3ml syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe with "melted" tip and smudged print of numbers.